Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. The device has been explanted.

Event description:
Healthcare professional reported right side deflation. The device has been replaced.

Manufacturer narrative:
Correction to d6a: (B)(6) 2009 a review of the device history record has been completed. No deviations or non-conformances noted. A visual analysis of the returned device identified: opening, wear abrasion. Leak test was performed and found opening on radius side. A microscopic analysis was performed which identify a striated edge opening on radius. Based on the device analysis the final assessment is: a striated edge opening on radius side assessed as surgical damage.